Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed loss or capture and intermittent ventricular capture on automated mode switch (ams) episodes on the right ventricular (rv) lead and pacemaker. No patient symptoms or intervention was reported.